Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The device was received with the stent protector (not belonging to the device) and product mandrel inserted. A visual examination of the crimped stent found stent struts from the most distal stent row were raised outwards from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during advancement of the device. The ro markerbands and the tip were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-aug-2015. It was reported that crossing difficulties were encountered. The 65% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. After pre-dilation was performed using a non-bsc balloon catheter, a 16mmx3.00mm promus premier¿ stent was advanced but it was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was normal. However, returned device analysis revealed distal stent damage.